Event description:
A male patient (age unknown) underwent a therapeutic bronchoscopy with stent placement. An ultraflex tracheobronchial non-covered stent was placed successfully. The patient was in ICU-critically ill prior to placmeent of the ultraflex stent. The case was noted to be difficult. The admitting or subsequent diagnosis of the patient is unknown. The patient was intubated after successful placment of the stent. At some point in time post procedure, the stent migrated to the patient's nose. The user facility has been unable to provide any further information regarding this event.